Event description:
A nurse reports that following intraocular lens (iol) implant surgery, seven patients developed possible tass symptoms. One pt had this product implanted. It is not known what procedure(s) were used on the other six patients. This pt was treated with medications. In a follow up, the surgeon reports the outcome of event for the pt as "unknown". He also reports that it is unknown whether or not the device caused the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 07/30/2008, 07/31/2008 and 08/01/2008 by phone, fax and mail. A completed questionnaire was received. The report was mailed to FDA on: 08/29/2008.